Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address acetabular cup loosening and augment fracture. The acetabular cup was noted to be a competitor product, however, the screws and augment were depuy products.

Manufacturer narrative:
No device associated with this report was received for examination. Use of these depuy components in association with a competitor manufactured cup is considered off-label use and is not recommended. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.